Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer's father reported via phone call, the insulin pump had a blank display. Customer's blood glucose was 8 mmol/l. The battery had been removed from the device and reinserted a new one after two hours, the display did not return. The device was in the customer's bag when it started beeping and the screen flashed white. Troubleshooting was performed and the display did not return. Customer was advised to discontinue use of the device, revert to back up plan, and device needed to be returned for analysis. Customer's father agreed to return it.